Event description:
It was reported that the device was removed due to "cylinder rupture", and "dislocation". The patient was re-implanted with an ams ambicor penile prosthesis on the same day as the removal.

Manufacturer narrative:
The device was returned and evaluated. The right cylinder performed within specifications. The left cylinder had holes in the outer tube that appeared to be caused a sharp instrument. The left cylinder functions as intended. Unable to determine if there is a relationship to the event. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.